Manufacturer narrative:
A third party service agent evaluated the customer¿s device and was unable to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer reported to physio-control that their device unexpectedly shut down after charging to provide therapy. In this state the device would not be able to provide defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that their device unexpectedly shut down after charging to provide therapy. In this state the device would not be able to provide defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.